Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display screen; the display screen was difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and discolored display screen; the display screen was difficult to read. Unrelated to the complaint, a ¿low battery¿ warning was observed in the black box history and alarm history. It was noted in the black box history, there was evidence of a partially discharged battery being installed at time of the ¿low battery¿ warning. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.